Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction code shortly after receiving a low insulin alert. Customer&#38112;blood glucose levels were not impacted. A replacement pump was offered to the customer, however the customer declined.